Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ delivered as unsterile product: observed the inside packaging was yellowed.

Event description:
Healthcare professional reported "the inside packaging was yellowed" and "it seemed like the packaging was disintegrating as they tried to open it". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delivered as unsterile product.

Event description:
Healthcare professional reported "the inside packaging was yellowed" and "it seemed like the packaging was disintegrating as they tried to open it". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: delivered as unsterile product: unable to observed since the package was not received. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "the inside packaging was yellowed" and "it seemed like the packaging was disintegrating as they tried to open it". Device was not implanted.